Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l43897, implanted: (B)(6) 1999, product type: catheter; product ID 8596, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was indicated that the patient was in the emergency room following an interruption in therapy that manifested with withdrawal and a return of spasticity. The patient¿s mother felt that, over the three days prior to report, the patient had not been getting the medications in the pump. It was stated that the patient was put on oral baclofen and the pump was interrogated. Review of the pump logs showed that the pump motor had stalled on (B)(6) 2014 before recovering two days later. It then stalled again on the following day with the message ¿stopped pump period may exceed tube set¿ occurring two days later, but the stall never recovered. There had been no magnetic resonance imaging (MRI) or electromagnetic interference (emi) and the cause of the stalls was undetermined. Per request of the implanting physician, the pump dose was reduced by 50% in the case that the motor recovered. The pump was subsequently replaced. It was later indicated that the patient had recovered without sequela and was receiving the appropriate intrathecal baclofen therapy. The device system had been used to deliver fentanyl and baclofen.

Manufacturer narrative:
Analysis of the pump found there to be gear train anomalies. Corrosion was present on the gear train, and it was noted that the stall was due to the shaft bearing. The pump event logs had been examined upon return, and there were multiple stalls ending with a hard stall.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.